Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with an unspecified mentor breast prosthesis developed capsular contracture (baker grade unknown) in one of her breasts post implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report has been defaulted to gel breast implant due to unknown type, and the common device name and procode are being reported for submission purposes only. If additional information is received, a supplemental report will be submitted as applicable.

Manufacturer narrative:
On 04-jan-2023, mentor received additional information about the event: - the capsular contracture in the patient¿s left breast is baker grade IV. It was reported that the patient developed capsular contracture (baker grade unknown) in her right breast post implantation. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2023-00922 for the report for the patient¿s right breast prosthesis. The patient underwent a primary breast augmentation procedure with the suspect medical device. The patient identifier is (B)(6) and patient dob is (B)(6) 1947. The implantation date is (B)(6) 2021. The explantation date is (B)(6) 2022. The patient underwent bilateral explantation and the left breast prosthesis was replaced with a mentor memorygel breast implant 300cc gel breast prosthesis. The type of replacement for right breast prosthesis was not provided. The date of event is 08-jun-2022. The patient¿s left breast prosthesis is a mentor memorygel breast implant 300cc gel breast prosthesis, catalog #350-3004bc, lot #9503744. The device was manufactured in mentor¿s manufacturing facility located in leiden, the netherlands. On 20-jan-2023, the mentor failure analysis lab received the suspect medical device. On 25-jan-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: capsular contracture. Mentor medical systems b.v, located in leiden, the netherlands, is a foreign manufacturer of medical devices that are not cleared or approved for sale in the us. It is a separate legal entity from mentor texas. Per 21 cfr 803.58 and "medical device reporting for manufacturers" (FDA guidance document issued on november 8, 2016), we are ¿not required to submit MDR reports for events occurring in other countries for a device that is manufactured in a foreign country and that is not cleared or approved for marketing in the us. However, if mentor becomes aware of information that reasonably suggests a device has malfunctioned and that a similar device that is marketed in the us would be likely to cause or contribute to a death or serious injury if the malfunction were to recur, then mentor should report the device malfunction that occurred outside the us." Since mentor medical systems b.v. Do not market any devices in the us, manufacture & market all their devices outside the us, and have never held FDA approval nor clearance for any of their products, their devices do not meet the criteria for MDR reportability. Per the above statement, no additional medwatch reports are required and no more reports will be submitted for the patient¿s left breast prosthesis. (B)(4). Manufacturer¿s reference number: (B)(4).